Manufacturer narrative:
UDI number: (B)(4) per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve and choosing the proper thv, are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the patient¿s severely calcified native annulus and functionally bicuspid native valve are likely contributing factors for the pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During the pre-operative assessment the patient¿s annulus measured 20 x 27.5mm by CT and was severely calcified with functionally bicuspid - sievers type 1/l-r. After transfemoral deployment of a 26mm sapien xt valve, moderate to severe paravalvular leak (pvl) was observed with diastolic flow reversal. The valve was post dilated first with a 25mm x 4cm z-med balloon and a second time with a 26mm x 4cm z-med balloon, however, the pv leak showed marginal improvement. Due to the eccentric shape of the valve (because of the calcium bias), it was decided to implant a second 26mm sapien xt valve to seal the pvl and create a more circular orifice. Post deployment of the second valve, the pvl was reduced to mild and the diastolic flow reversal was resolved. At the time of the report the patient¿s ef improved to 40% from 15% and the patient was stable, awake and mobile.